Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed.  Upon investigation the monitor was unable to communicate with a charger.  The cause for the failure was isolated to a contaminated u407 component on the pca board. Additionally, multiple components on the ca board were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor failed incoming testing.